Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution co in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2010 (B)(6): potential incident - lift hanger bar detached from the hanger mount during a transfer from the wheelchair to the bed on (B)(6) 2010 at approx 2:25 pm. The resident fell with the hanger approx three to four feet to the floor. The hanger assembly is off and bushing is in pieces. Scratches on jib cover, legs and base. Connections for ppp broken, left base cover is also detached, and right leg cover missing. Hanger assembly bushings lightly worn. One bushing is in pieces. The sling was a grey clip sling (unsure of model number). Sling clips worn. Cloth is clean and in good condition. (B)(4).